Event description:
The customer reported that while monitoring a pt's blood pressure using the pt monitor, the device displayed a high nibp measurement value. The pt was administered medication to address the condition and immediately manual nibp measurements were taken and the pt's readings were normal. The customer feels that the pt monitor gave false bp readings.